Manufacturer narrative:
An event of paravalvular leak (pvl), the valve not fully expanding, device malposition, heart block, and aortic valve regurgitation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that there was sufficient calcium to allow sealing, no anatomical or tissue/calcium interference affecting expansion was noted, there were no deployment difficulties noted, and the implant depth was 10mm from the non-coronary cusp (deeper than the recommended 3mm), that the patient did not have a history of this type of heart block, and there was no calcification extending beneath aortic annular plane in the interventricular septum. No information was received regarding valve sizing. It was also noted that the physician believes the device caused the heart block, the pvl is due to incomplete valve apposition, and the 10mm implant depth was reasonable for the procedural challenges. Based on available information, the reported heart block is related to procedural conditions (device), the pvl is related to procedural conditions (incomplete valve apposition), and the reported device malposition is related to procedural conditions (procedural challenges). Cause for the reported valve not fully expanding and aortic valve regurgitation could not be conclusively determined. It is possible that these issues are related to procedural conditions (incomplete valve apposition) and/or patient condition (anatomical dimensions at chosen implant depth). However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6) (r820813801). It was reported that on (B)(6) 2023, a 29mm navitor valve was successful implanted in a patient using a large flexnav delivery system. The patient was consciously sedated for procedure and had a pre-implant dilatation performed using a 22mm non-abbott balloon. There was no calcification extending beneath the aortic annular plane in the interventricular septum, but there was sufficient calcium to allow sealing. The annular calcium distribution was even. The 29mm navitor valve was not re-sheathed at all during procedure, and there were no deployment difficulties during implant. Pacing of greater than 180 beats per minute was performed for valve stabilization during valve deployment. All 3 retainer tabs of the valve were confirmed to have released. The final implant depth was 10mm. It was noted post-implant that there was mild perivalvular leakage due to incomplete valve apposition. There was no anatomical or tissue/calcium interference affecting expansion. The decision was made to perform a post-implant dilatation using a 25mm non-abbott balloon. After the procedure, it was noted via electrocardiogram (ECG) that the patient developed a complete atrioventricular heart block. The decision was made to administer the patient an isuprel infusion. On 22 december 2023, the decision was made to implant a permanent pacemaker. The hospitalization was prolonged. The patient status was reported as stable.

Event description:
Clinical information: (B)(6) - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 29mm navitor valve was successful implanted in a patient using a large flexnav delivery system. The patient was consciously sedated for procedure and had a pre-implant dilatation performed using a 22mm non-abbott balloon. There was no calcification extending beneath the aortic annular plane in the interventricular septum, but there was sufficient calcium to allow sealing. The annular calcium distribution was even. The 29mm navitor valve was not re-sheathed at all during procedure, and there were no deployment difficulties during implant. Pacing of greater than 180 beats per minute was performed for valve stabilization during valve deployment. All 3 retainer tabs of the valve were confirmed to have released. The final implant depth was 10mm. It was noted post-implant that there was mild perivalvular leakage due to incomplete valve apposition. There was no anatomical or tissue/calcium interference affecting expansion. The decision was made to perform a post-implant dilatation using a 25mm non-abbott balloon. After the procedure, it was noted via electrocardiogram (ECG) that the patient developed a complete atrioventricular heart block. The decision was made to administer the patient an isuprel infusion. On (B)(6) 2023, the decision was made to implant a permanent pacemaker. The hospitalization was prolonged. The patient status was reported as stable.

Manufacturer narrative:
An event of paravalvular leak (pvl), the valve not fully expanding, device malposition, heart block, and aortic valve regurgitation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that there was sufficient calcium to allow sealing, no anatomical or tissue/calcium interference affecting expansion was noted, there were no deployment difficulties noted, and the implant depth was 10mm from the non-coronary cusp (deeper than the recommended 3mm), that the patient did not have a history of this type of heart block, and there was no calcification extending beneath aortic annular plane in the interventricular septum. No information was received regarding valve sizing. It was also noted that the physician believes the device caused the heart block, the pvl is due to incomplete valve apposition, and the 10mm implant depth was reasonable for the procedural challenges. Based on available information, the reported heart block is related to procedural conditions (device), the pvl is related to procedural conditions (incomplete valve apposition), and the reported device malposition is related to procedural conditions (procedural challenges). Cause for the reported valve not fully expanding and aortic valve regurgitation could not be conclusively determined. It is possible that these issues are related to procedural conditions (incomplete valve apposition) and/or patient condition (anatomical dimensions at chosen implant depth). However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(6), patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 29mm navitor valve was successful implanted in a patient using a large flexnav delivery system. The patient was consciously sedated for procedure and had a pre-implant dilatation performed using a 22mm non-abbott device. The 29mm navitor valve was not re-sheathed at all during procedure. Pacing of greater than 180 beats per minute was performed for valve stabilization during deployment of the 29mm navitor valve. All 3 retainer tabs of the valve were confirmed to have released. It was noted post-implant that there was mild perivalvular leakage. The decision was made to perform a post-implant dilatation using a 25mm non-abbott device. It was also noted post-implant via electrocardiogram, that the patient developed a complete atrioventricular heart block. The decision was made to administer the patient an isuprel infusion. On 22 december 2023, the decision was made to implant a permanent pacemaker.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.